Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient 162cm. In height. On (B)(6) 2015, the iab was inserted. Around 9:00am on (B)(6) 2015, the pump (s/n (B)(4)) alarm rang. Blood was not observed in catheter lumen. When the pressure line was checked, air was found inside; therefore, air was removed. Since then waveform was stabilized. As a result, a surgical interveintion was conducted to remove the catheter. There were no other problems and the treatment was being continued. At the time of the reporting, the patient was already released from the hospital. Surgical intervention was performed to remove the catheter there is no adverse event occurred due to this problem.

Manufacturer narrative:
(B)(4). Investigation results: returned for evaluation was a severely damaged 40cc 7.5fr iab. Upon initial visual inspection, the catheter was noted to be severely damaged. Approximately 15.5cm of the central lumen and the bladder membrane were remaining. The remaining pieces of the catheter were cut off at the central lumen approximately 15.5cm from the distal tip and not returned. The central lumen was noted broken in another area approximately 7.5cm from the distal tip. The spring wire guide (swg) was returned inserted within the central lumen. Small specs of dried blood were noted within the returned 40cc driveline tubing. The device could not be functionally tested because of the noted damage. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of leak suspected is confirmed. Small specs of dried blood were noted within the driveline tubing upon visual inspection; however, the device could not be functionally tested because of the noted damage. The root cause of the complaint is undetermined.

Event description:
It was reported that a patient (B)(6). In height. On (B)(6) 2015, the iab was inserted. Around 9:00am on (B)(6) 2015, the pump (s/n (B)(4))alarm rang. Blood was not observed in catheter lumen. When the pressure line was checked, air was found inside; therefore, air was removed. Since then waveform was stabilized. As a result, a surgical intervention was conducted to remove the catheter. There were no other problems and the treatment was being continued. At the time of the reporting, the patient was already released from the hospital. Surgical intervention was performed to remove the catheter there is no adverse event occurred due to this problem.